Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another system to complete the procedure. The philips field service engineer (fse) checked the system onsite and confirmed that the geometry movements were unavailable. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found that the amc failed to boot up, also there was an ethercat communication error confirming defective amc. To resolve the issue, fse replaced the amc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.